Manufacturer narrative:
Additional information: PMA/510k: similar product to 190-000. Investigation summary: the required intake information, such as the kit's lot and an investigation was not provided therefore an investigation was not able to be performed. Notwithstanding, complaints against these trend codes are monitored to identify and track any out-of-trend/unexpected performance at the lot and product family level. Abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation. The product will continue to be monitored and tracked. Reference related MFR. Report number 1221359-2022-04827.

Event description:
The customer reported two false positive results with the ID now covid-19 assay on (B)(6) 2022. The customer indicated that no additional information will be provided.